Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. Further, the patient twiddled this ra lead thus resulted to dislodgement. This ra lead was explanted and no longer in service. No adverse patient effects were reported.